Manufacturer narrative:
Method: product was not returned to the manufacturer. Results: product was not returned for evaluation. Conclusions: no conclusion can be drawn.

Event description:
Purchased the product because she is allergic to latex. She put knee brace on her right leg for the first time (B)(6), sunday morning, and wore it for several hours. When she removed the brace during the day, she noticed red bumps on her leg. Later in the evening, she noticed her leg was swollen along with the bumps. She is (B)(6) and the area of her leg was very red. There was about 1 inch difference in her knees (right to left) where the swelling was. She applied a topical steroid, triamcinolone, on sunday night. The area was not improving, so she contacted her medical provider but was unable to get in right away. Customer is a medical professional. Since the area was not getting better, she prescribed an oral steroid dexamethasone for herself. She began taking on (B)(6) and will take it for 7 days. The rash and swelling are getting better, but not 100% resolved.